Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving gablofen 2000mcg/ml at 1100 mcg/day via an implantable pump for intractable spasticity and myelopathy. The patient's medical history and concomitant medications were unknown. On (B)(6) 2016, the patient experienced increased spasticity. A lumbar puncture bolus was given with relief. As of (B)(6) 2016, the event was ongoing. Surgical intervention occurred on (B)(6) 2016. The catheter was removed and replaced. The dose was set at 550 mcg/day and then reduced to 400 mcg/day. It was reported there was nothing to indicate there was a catheter issue, but the patient was better since it was replaced. The patient's status was reported as "alive - no injury." As of (B)(6) 2016, the patient was getting relief. If additional information becomes available, a follow-up report will be submitted.